Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. Alinity c processing module, serial number (B)(6) was evaluated. It was determined that the ict module required replacement, which resolved the customer reported event. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify an increase in complaint activity for the alinity c processing module, serial number (B)(6) & ict module with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues related to the reported event. Labeling was reviewed and was found to address the reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6) & ict module.

Event description:
The customer reported falsely decreased sodium generated from alinity c processing module. The customer reported that the original value was amended with the repeat value. The customer provided the following data: sample ID (B)(6) initial result 119 and repeat result was 138 (customer reference range is 133-146 mmol/l). Patient is a 59-year-old female. There was no reported impact to patient management.